Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Date of initial surgery: (B)(6) 1995 pre-operative diagnosis : instability occurred at c1/2. Procedure:posterior fusion levels: occipital bone - t2 it was reported that during surgery, the base of the drill's tip was broken while drilling a pilot hole. There was a delay of less than 60 minutes in overall procedural time as a result of the event. No patient complication were reported as a result of the event.

Manufacturer narrative:
Product analysis: the tip of the drill bit has broken off at the junction between the drill point and the shaft of the instrument. The tip of the drill bit is stuck on the guide wire. It appears to be the result of a being a moment between the drill bit and the guide wire. If information is provided in the future, a supplemental report will be issued.